Manufacturer narrative:
Tech found the bed in repair shop. Unit brake was not holding. Replaced foot section hex rod and sims screw to resolve this issue.

Event description:
Info received alleged that the unit brake was not holding.